Manufacturer narrative:
An internal investigation was performed for a misidentification of klebsiella pneumoniae as propionibacterium propionicum in association with vitek® ms instrument. Biomérieux analyzed the data provided from the customer's tests performed. *conclusion on the system =>the system serial number (B)(6) was not operational when the misidentification was obtained on (B)(6) 2018. The last fine tuning (done on the 12sep2018) was conforming and was made from a slide prepared by the customer. However, the system has rapidly drifted for an unknown reason. =>the system serial number 50010 used for the retest was operational and gave the expected identification. =>the calibrator "all peaks" number is homogeneous on both systems. The calibrator spot preparation seems to be good and it can be extrapolated to the sample preparation. *conclusion on the identification: =>based on the complaint description, the strain is a gram negative most probably klebsiella pneumoniae *suspected causes of the issue : => non-optimal fine tuning a new fine tuning was done the day of the misidentification and the expected result was obtained. The system 50284 appeared to drift quickly after the fine tuning for an unknown reason. Both systems have been monitored with vilink, and there has been no further issues.

Event description:
A customer in the united states reported a misidentification in association with vitek® ms instrument, prior to a scheduled fine tuning. The customer expected the result to most likely be klebsiella pneumoniae, but obtained propionibacterium propionicum (99.9%) instead. The sample was rerun in duplicate on another vitek ms instrument and the identification was klebsiella pneumoniae (99.9%). The sample was tested from macconkey agar and no alternative method was performed. The customer did not report an incorrect result to the physician there is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.